Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker had an alert for a pace impedance measurement that was greater than 2000 ohms. The patient was brought in do testing. While troubleshooting, the health care professional got an impedance measurement over 1000 ohms, on the rv lead from another manufacturer. No noise has been seen and the x-ray looked good. The device was reprogrammed with a split pace and sense configuration, to mitigate the issue. At this time the pacemaker has been explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker had an alert for a pace impedance measurement that was greater than 2000 ohms. The patient was brought in do testing. While troubleshooting, the health care professional got an impedance measurement over 1000 ohms, on the rv lead from another manufacturer. No noise has been seen and the x-ray looked good. The device was reprogrammed with a split pace and sense configuration, to mitigate the issue. At this time the pacemaker has been explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker had an alert for a pace impedance measurement that was greater than 2000 ohms. The patient was brought in do testing. While troubleshooting, the health care professional got an impedance measurement over 1000 ohms, on the rv lead from another manufacturer. No noise has been seen and the x-ray looked good. The device was reprogrammed with a split pace and sense configuration, to mitigate the issue. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.